Manufacturer narrative:
Initial 1 of 3. E1::name tandem . Street 11045 roselle street. Line 2 suite 200 . City san diego . State ca . Zip code92121 . Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
Event occurred in united kingdom. It was reported that patient experienced an event on 01-apr-2026, where patient faced bent cannula and bleeding. The issue occurred with three infusion sets.